Event description:
The hospital reported that during a coronary artery bypass procedure, one heartstring seal did not deploy out of the delivery tube. A replacement heartstring seal was used to complete the procedure. No patient complications were reported by the hospital.

Manufacturer narrative:
Visual inspection verified that tension spring components are inside the deployment tube. The complaint is confirmed. It is also noticed that the seal is cracked.